Event description:
It was reported to philips that the device had a electrode problem. No further details provided. There was no reported patient or user involvement and no adverse patient/user impact. Updated problem statement: the customer called philips and ordered a connecting cable. There was no allegation of a malfunction reported by the customer

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a electrode problem. No further details provided. There was no reported patient or user involvement and no adverse patient/user impact.